Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00-1050-3570, lot number: unknown, 3.5mm non locking cortical full thread screw. Catalog number: 00-1050-3570, lot number: unknown, 3.5mm non locking cortical full thread screw. Catalog number: unknown, lot number: unknown, unknown orthopediatrics 3.5mm contour locking compression 16 hole femoral plate. Customer has indicated that the product will not be returned to orthopediatrics for investigation as it is currently implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported following a femoral fracture correction procedure, three fully threaded non-locking cortical screws were found via x-ray to be fractured. The patient has been scheduled for a revision procedure. No additional patient consequences have been reported.